Event description:
Valve explanted due to dyspnea, mitral regurgitation and mitral stenosis.

Event description:
It was reported that this valve was explanted after 5 years and 4 months due to calcified leaflets. No further information was provided.